Event description:
The patient was implanted with a left ventricular assist device. The patient had been experiencing hemolysis and was not feeling well, however, it was also reported that the hemolysis had later turned around and seemed to be resolved. There did not appear to be any changes in pump parameters. The patient remained in the hospital with target ptt 70-100 and on a high dose of heparin. It was then reported that the patient was transplanted. At the time of the explant, the pump was examined and a growth of some type was found within the pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.